Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the tip cover accessory is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the site observed an arc coming from the tip of monopolar curved scissors instrument with the tip cover accessory installed. No patient harm or adverse outcome was reported.